Event description:
The device was used during a thorascopic left upper lobectomy. When firing, a cracking sound occurred and the device would not fire. Another device was used to finish the procedure. No pt injury was reported.